Event description:
It was reported that during the trial implant procedure the physician was unable to access the patient's epidural space. The lead was not implanted. As a result, the procedure was abandoned.